Manufacturer narrative:
Unique identifier (UDI)#: 00365702128101 the customer submitted a report to FDA (report number: mw5075950).

Event description:
A customer complained they received a questionable high results for 1 patient tested on a coaguchek xs pro meter with a serial number (B)(4). At 10:00 am the customer got a patient result of 6.1 inr. At 10:53 am the customer got a patient result of >8.0 inr. At 12:00 am the customer got a patient result of 7.8 inr. The patient had a venous sample drawn and tested in the laboratory with a result of 3.6 inr at 1:30 pm. The laboratory method used was neoplastin. The meter results were released to the physician treating the patient, but the physician believed the laboratory result of 3.6 inr to be correct. There were no actions or treatment related to the coaguchek results. There was no allegation of an adverse event. The patient has no hematocrit issues, no antiphospholipid antibodies, and on no other anticoagulants. The patient is on no special diet. The patient's therapeutic range is 2.0-3.0 inr. The patient had recently suffered from the norovirus and diarrheal illness. The patient did not require any antibiotics or treatment for the norovirus. The physician stated that due to the norovirus and diarrheal illness the patient had significant hypocalcemia 6.2 mg/dl (normalized 6.7 mg/dl) and critical hypomagnesemia 0.5 mg/dl. The physician believes the critical hypomagnesemia may be interfering with the procedure. The patient's current condition was provided as stable. The meter and test strips were requested for investigation. Replacement product was sent. Relevant retention test strips (lot 266834-13) were tested in comparison with the current master lot coaguchek xs pt test strip. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The returned meter and two vials of strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.1 inr, donor 2 inr: 2.2 inr. Donor 1 hct: 52%, donor 2 hct: 46%. Testing results: donor 1: retention meter with masterlot strips: 2.1 inr, donor 1: customer meter with customer strips: (vial no.1) 2.1 inr / (vial no.2) 2.0 inr. Donor 2: retention meter with masterlot strips: 2.3 inr, donor 2: customer meter with customer strips: (vial no.1) 2.2 inr / (vial no.2) 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Physician believes the critical hypomagnesemia may be interfering with the procedure. Review of the meter memory determined that the date was set incorrectly. The month and day were set correctly but the year was set incorrectly to 2002. The result of 6.1inr on (B)(6) was able to be confirmed but no result of >8.0inr on (B)(6) could be confirmed. The investigation was unable to find a definitive root cause.